Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided; therefore, a device history record (DHR) review could not be completed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be conclusively determined.

Event description:
It was reported that after the insertion of an iol, into the eye, a portion of the iol haptic/optic junction was broken. The surgeon made the decision to leave the iol in the eye, because it seemed stable. Approximately a week after the implantation, there was a forty-degree rotation of the iol. The iol was explanted and replaced with a lens of the same model and diopter, 2 weeks post-implantation. In the surgeon's opinion, the partially broken optic/haptic junction may have caused the iol rotation. The patient outcome is good.

Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing and a follow-up report will be submitted upon completion of investigation.